Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer battery would not hold a charge and lost power while being used. No lights were displayed when the battery was removed and tested. It was recommended to return the programmer for service. Follow-up information subsequently received reported the issue was resolved with supplying a new battery. No patient complications have been reported as a result of this event.